Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the generator batteries. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system displayed an intermittent charger failure error code. No pt injury was reported.